Event description:
The customer reported that there was an 'saturation fault error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator drive pcb assembly was evaluated and replaced. The generator was also properly calibrated as part of the service event. The system was tested and found to be working as intended and returned to service.